Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the patient?s transfer set spontaneously disconnected from the titanium adapter (further details not provided). As a result the pt developed peritonitis. On an unreported date, the pt was treated with unspecified antibiotics for three weeks. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient experienced bacterial peritonitis. The patient was hospitalized for two days for this event, and then continued antibiotic therapy as an outpatient. The cause of the peritonitis was that the transfer set disconnected from the titanium adapter and the patient reconnected. At the time of this report, the patient had recovered from this event and continued pd therapy. The patient had been retrained in aseptic technique.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.